Manufacturer narrative:
Additional tag® device included in this report: tg3410/03618168. (B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2005, the patient was implanted with two conformable gore tag thoracic endoprostheses (tg3420/03743930 and tg3410/03618168) to treat a thoracic aortic aneurysm. On an unknown date, a type ib endoleak was identified. According to the report, the endoleak was caused by a juxtarenal aneurysm that developed and extended into the distal thoracic aorta. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby an additional gore tag device was to be implanted distal to the initially implanted endograft, covering the celiac artery and extending to the proximal ostium of the superior mesenteric artery. According to the report, difficulty was encountered while navigating the access vessels because of a prior open aaa repair. During the procedure, a gore dryseal sheath was placed but reportedly could not be advanced to its target. The tag device was then advanced outside the sheath, but could not be advanced beyond the anastomotic site at the common iliac artery. The sheath and tag device were removed, and the case was aborted. The physician will consult with the patient and family regarding hybrid visceral debranch and tag implant to treat the juxtarenal aneurysm and type ib endoleak. No re-intervention has been planned or scheduled as of yet.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.